Manufacturer narrative:
Lens was returned for evaluation. Visual inspection found portion of the lens missing (optic and trailing haptic plate), and tears and scratches in the optic and leading haptic plate. Unable to further evaluate lens due to the condition in which the lens was returned. The device history record was reviewed including but not limited to sterility results and no nonconformities of anomalies related to this complaint were found. Furthermore, a complaint history review determined that this is the only case of the complaint type for the manufactured lot (020362). Based on the current information, a definitive root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported blurry vision and pain post lens implantation. According to the consumer the doctor prescribed eye drops for the pain and performed a yag on (B)(6) 2015. The reason for the yag was not provided. The doctor reported that the pt developed phacoantigenic uveitis post lens implantation. The lens was explanted and replaced with another model lens. This event occurred with the pt's right eye. Ref. MDR #: 1313525-2015-01521 for the delivery device used during lens implantation.